Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low impedance, and high thresholds. The rv lead was turned off, and remains in the patient. No patient complications have been reported as a result of this event.